Manufacturer narrative:
B5 updated. D4 revised. Additional information received h6 medical device problem code updated from temporary pump stop to pump stop.

Event description:
The pump did stop and was not able to restart after attempting per protocol. The original pump was removed and a new cp and aic were used for the same case.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 80-year-old male with an indication for use of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage d underwent impella cp support via right femoral, percutaneous arterial access. During the procedure, when prompted to adjust the lv signal, the aic screen went completely black and, upon returning, displayed a yellow banner stating "impella catheter defective." At the time of the alarm, the pump was connected, and reconnection did not resolve the issue. Based on the information provided, the complaint involves an impella cp device used during hrpci that displayed an "impella catheter defective" alarm accompanied by a temporary black screen on the original aic, prompting device removal and replacement. The device was removed due to the failure mode, and replacing the aic and impella pump resolved the issue. The reported patient outcome was no harm. The complaint is and product return evaluation remains pending. The impella cp and aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
The investigation for the failure to detect purge cassette, pump or catheter / pump stop has been completed. The cause of the pump stop and pump detection issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details.